Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapsed on (B)(6) 2000 and mesh was used. That the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence.

Manufacturer narrative:
Date sent to the FDA: 08/20/2015. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with diagnostic laparascopy, enterocele repair , bilateral ureterolysis, presacral uterosacral ligament vaginal vault suspension, laparascopic suburethral sling procedure, suprapubic catheter insertion, lysis of pelvic and abdominal adhesions, rectocele repair, repair of paravaginal defect and bso; due to sui with hypermobile urethra, rectocele, 2nd degree cysto-urethrocele and 2nd degree vaginal vault prolapse. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, and vaginal scarring. (B)(4).